Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was outside of clinical use when the issue occurred. A field service engineer (fse) inspected the system onsite and confirmed that the image was not completely visible on the system's flexvision screen (half of the screen was blacked out and subsequently the image froze). Onsite and log file analysis identified an issue with the flexvision pc. After replacing the flexvision pc and its hard disk, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The system was outside of clinical use when the issue occurred. As per the instructions for use, the responsible organization of the allura xper fd series equipment must institute a routine user checks program. The responsible organization of the allura xper fd series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the doctor is unable to view the image during the operation. The system was noted to be in clinical use. There was no reported patient or user harm. The field service engineer inspected the system onsite and after the flexvision pc and harddisk were replaced, the system was returned to use in good working order.